Event description:
Tsr alleged that the ground loss led is flashing on the footboard. Tsr stated that there were no injuries and a patient was not in the bed. Tsr stated that the bed was found in the basement. Tsr replaced hospital grade plug and performed safety function check. Bed is working fine.